Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that an MRI was done to check for a possible granuloma. The concentration of the drug is unknown. No intervention was reported. The outcome of the patient and the cause of the event remain unknown. Follow up was conducted to obtain this information. If additional information is provided, a follow up report will be submitted. The pump was delivering morphine at the time of the event.